Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 400 to 600 mg/dl and that 2 cannulas have been bent when removed from her body. Customer treated with manual injection. Customer declined troubleshooting but indicated that they will return the infusion set for analysis.